Event description:
It was reported by svc report that the sensor housing was cracked, the slider and compression spring were missing, and the post tube top screw was stripped. No pt involvement or adverse consequences are reported.